Manufacturer narrative:
The evaluation has not been completed. The customer did not provide any information as to if this was the initial use of the device. The customer was contacted on (B)(6) 2011 and (B)(6) 2011 and has not provided any further information. A follow-up report will be submitted when the evaluation has been completed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that the coating came off of the wire and that the wire uncoiled. No further information has been provided by the customer. No harm or injury was reported.